Event description:
The customer reported that the batteries are depleated, but have an expiration date of 2025-05-30. This event did not occur during patient use.

Manufacturer narrative:
Communication with the customer did not identify a cause for the depleted battery pack. The customer was advised to remove the device in question from service while awaiting analysis of the battery pack. An RMA was issued for the return of the battery pack; however, there is no indication in the complaint record that the device has been returned to defibtech by the customer. As the battery pack has not been returned for analysis, the cause of the complaint canot be determined. The IFU states: "improper maintenance can cause the ddu-2000 series AED not to function. Maintain the ddu-2000 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart." Should additional information become available a follow-up MDR shall be submitted. Service codes do not pose a patient safety risk and no new field complaint trends are detected at this time.